Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice firm on (B)(6) 2013, 2nd strattice on (B)(6) 2017 and 3rd strattice on (B)(6)2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)), (B)(6) (emdr-(B)(4)). This emdr is being submitted for 3rd strattice.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent a ¿laparoscopic incisional hernia repair with implant of biologic mesh, extensive adhesiolysis, small bowel resection¿ on (B)(6) 2017. The patient was implanted with another strattice device due to the ¿incisional & ventral hernias¿ on that date. On (B)(6) 2017, the patient also underwent a ¿take back exploratory laparotomy explant of biologic mesh, small bowel resection and bowel peritoneal washout¿. On (B)(6) 2019, the patient underwent a ¿diagnostic laparoscopy and extensive adhesiolysis, closure of incisional hernia and visualization of loss of domain¿. On (B)(6) 2022, the patient underwent a ¿robotic-assisted extensive adhesiolysis greater than 1- 1/2 hours, repair of enterotomy, closure of ventral hernia and implant of biologic mesh all done robotically.¿ the patient was implanted with a third strattice device due to ¿ventral hernia¿ on that date. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain.¿ patient¿s ¿stomach is distended that it causes [them] to be unbalanced.¿ patient "uses a pushcart and has a chair lift at home.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances.¿ patient ¿no longer drives.¿ patient ¿has difficulty participating in family outings and activities due to pain and discomfort.¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient " is fearful [they] will suffer another hernia.¿ ¿these injuries contribute to [the patient¿s] anxiety.¿ the form lists the conditions that were treated were ¿incisional hernia - diagnostic laparoscopy, exploratory laparotomy, bilateral myofascial release component separation, implant of biological mesh, panniculectomy¿ with approximate dates of treatment between (B)(6) 2013 and (B)(6) 2013. The patient also received ¿CT - ventral hernia at the level of the mid-abdomen containing a loop of small bowel with no signs of bowel obstruction¿ on (B)(6) 2016. Patient was treated for ¿protrusion in mid upper abdomen, intermittent pain gradually getting larger in size, pressure in area¿ (B)(6) 2017. Patient was then treated for ¿large painful bulge in the right periumbilical area, incisional hernia; laparoscopic incisional hernia repair with implant of biologic mesh, extensive adhesiolysis, small bowel resection; following repair noted to have extensive abdominal pain, leukocytosis & generalized discomfort¿ on or about 22/jun/2017. Patient underwent ¿small bowel leak; take back exploratory laparotomy explant of biologic mesh, small bowel resection, bowel peritoneal washout, prevena wound vac was placed¿ between (B)(6) 2017 and (B)(6) 2017. Patient was placed in ¿skilled nursing facility for continued pt/ot¿ between (B)(6) 2017 and (B)(6) 2017. Patient received assistance with ¿strengthening exercises; household tasks¿ from (B)(6) 2017 to an unknown date. Patient was treated for ¿abdominal discomfort, alt pouching bulge, progressive pain discomfort to abdominal wall as well as palpable bulge, ascending uti with severe hydronephrosis & perirenal stranding¿ on or about (B)(6) 2019. Patient received treatment for ¿left hydronephrosis due to ureteral stricture; cystoscopy with left retrograde pyelogram plus interpretation¿ on or about (B)(6) 2019. Patient received treatment for ¿complaints of pain above prior incisional hernia site¿ on or about (B)(6) 2019. Patient received treatment for ¿abdominal pain - incisional hernia with loss of domain, extensive adhesions, frozen peritoneal cavity; diagnostic laparoscopy & extensive adhesiolysis, closure of incisional hernia & visualization of loss of domain¿ between (B)(6) 2019 and (B)(6) 2019. Patient was treated for ¿recurrent ventral hernia; observation, CT - moderate sized ventral hernia above the umbilicus containing a portion of transverse colon, no bowel obstruction or bowel inflammation; second ventral hernia seen below the umbilicus just to left of midline containing a loop of small bowel without bowel obstruction or inflammation¿ between (B)(6) 2021 and (B)(6) 2021. Patient was treated for ¿increasing pain & nausea; ventral hernia - robotic-assisted extensive adhesiolysis greater that 1-1/2 hours, repair of enterotomy, closure of ventral hernia, implant of a biologic mesh all done robotically¿ between (B)(6) 2022 and (B)(6) 2022. Patient was treated for ¿large painful bulge in right periumbilical area - right periumbilical ventral hernia; CT - postoperative changes consistent with ventral hernia repair, two ventral defects demonstrated.¿as reported in the initial:limited information was reported through a legal event that a patient was implanted with 1st strattice firm on 07/nov/2013, 2nd strattice on 22/jun/2017 and 3rd strattice on 04/jan/2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier cn-059410 (emdr-16519), cn-059419 (emdr-16520). This emdr is being submitted for 3rd strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp200338 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, d4, h4, h6.